Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings:the bolus button cover is detached from the pump. A crack along the battery compartment threads was found. Unrelated to the complaint, the display lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 05/01/2014.